Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) below the vt zone for 11 hours and the rate suddenly increased at the end of the episode. The implantable cardioverter-defibrillator delivered antitachycardia pacing (atp) and the vt terminated. The patient was also in chronic atrial fibrillation (af). Upon analyzing the electrocardiogram, the vt below the rate cutoff was supraventricular tachycardia (svt) by the morphology discriminator. Programming changes were made. The patient was stable, before, during and after the event.